Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had had problems with their stimulator since implant. It was noted the physician went in and 'moved it down some because it had floated up to the surface.' It was noted the physician 'fixed' it, it was working fine and then it stopped charging. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. No patient harm was reported. No indication of product defect. Refer to manufacturer report # 3004209178-2013-06825 patient has multiple devices and it was unclear which device the event pertained to.

Manufacturer narrative:
Concomitant products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Product ID 37711, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient programmer was unable to get a signal from the patient's implantable neurostimulator (ins) and could not locate the ins. It was reported that the patient pinched another nerve and her pain medication was not working. It was noted that the patient's whole left side hurt. It was noted that the patient could not charge the battery and when she put the charger over the battery and pressed down, it was painful. It was reported that the patient could feel a wire which was new. It was reported that the ins turned sideways about 6 months after it was implanted. It was noted that the health care provider went in and moved it down because it floated up to the surface and fixed. It was reported that the whenever the patient wore pants, it hit the battery and hit the patient's surface nerves which was why the patient had the burning feeling. It was reported that the health care provider put the ins where it was almost sideways. It was noted that the patient's inss burned when she touched them and could feel them because they floated up to the surface of her skin. An ins overdischarge was suspected. It was noted that the patient last recharged the ins 5.5-6 months ago. It was reported that the patient's implant site was puffy all the time and always warm. It was reported that the physician put the patient through a digital x-ray machine a month prior to the report and said the ins didn't look right and needed to come out it was noted that the patient's leg had been hurting 2 months prior to the call and progressively gotten worse over that time frame. It was reported that it was painful for the patient to wear pants because they would sit right were the ins site was. It was noted that the ins had turned sideways floated up and burned like all holy hell. It was noted that the patient gained 40 pounds. It was reported that the patient had to sit up and roll over at night. It was further reported that the patient called her health care provider and was told to call the company representative. Events were previously reported in manufacturer report #3004209178-2013-06834. From this point on new information will be captured in this report. Refer to manufacturer report # 3004209178-2013-06825. Patient has multiple devices and it was unclear which device the event pertained to.